Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 11500a underwent a valve-in-valve procedure after an approximate implant duration of 2 years and 5 months due to calcification, degeneration, and regurgitation. The tavr was completed with a sapien valve.